Manufacturer narrative:
.

Event description:
The patient reported that they had experienced "strange sensations and numbness" in their side and down their legs, she also had pain in the abdominal area. The patient provided that se had not used the scs system for over a year; the device remains inactivated. The representative redirected the patient to report symptoms to the hcp. Additional information has been requested from the physician.